Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "is the alert date (B)(6) 2023 or (B)(6) 2023? The alert date is (B)(6) 2023. Please clarify the information below as the compliant for this file is only for sxpp2b414. Is there any complaint or suture deficiency for the stratafix product code sxpp1a401 that was used for fascia? No. Is there any complaint or suture deficiency for the no. 1 vcp that was used for subcutaneous with interrupted suture? The vcp was used for subcutaneous. The vcp was not broken ,but subcutaneous was dehiscence. Is there any complaint or suture deficiency for the stratafix product code sxpp1b113 that was used for dermal suture? The stratafix produc was used for dermal. The stratafix produc was broken, and dermal was dehiscence. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. The diagnosis and indication for the index surgical procedure? Total hip arthroplasty : tha. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Total hip arthroplasty : tha. Open, als approach. On what tissue was the stratafix suture product code sxpp2b414 used?epidermis, on dermal what tissue dehisced? Dermal and subcutaneous. The area that was dissected was from epidermis to dermis and subcutis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Yes was at least one pass in reverse direction performed prior to closure? Yes what does ¿the approach was als¿ mean? Als: antero-lateral supine approach onset date/time of dehiscence? (# post op days) unk. Exact date/time is unknown. However, more than 16 days after surgery. Did the wound dehis occur on (B)(6) 2023? Unk. Exact date/time is unknown. How was the dehiscence managed? The surgeon taped it up and took care of it. Please describe any surgical intervention required for the wound dehiscence including date and findings. Dermal and subcutaneous were dehisence. The surgeon taped it up and took care of it. The date is unknown. Please describe the appearance of the suture during the second procedure. The surgeon taped it up and took care of it. Did the stratafix product code sxpp2b414 suture break? If so, where was the break noted (termination, middle, end)? The suture broke. The proximal side of the suture was broken and the thread was partially pulled out and opened. Were there any patient stress factors that precipitated the event of suture breakage post op? Unk. No special factors were identified. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. No abnormalities were observed before, during, or after suturing. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There are two possibilities. One is the needle may have been placed in the subcutaneous fat layer, and the suture may not have been applied to the tissue properly. The other is there were not enough backstitches on the needle-suture. Although one backstitch was made, perhaps more than two backstitches should have been made.¿ what is the patient's current status? Unk. Note: related events reported via 2210968-2023-04591, 2210968-2023-06335.

Event description:
It was reported that a patient underwent a total hip arthroplasty : tha on (B)(6) 2023 and suture was used for subcutaneous with interrupted suture. The approach was als, and also used were a barbed suture for subcutaneous dermal suturing, a barbed suture for fascia and a barbed suture for dermal suture. The surgeon was satisfied with the closure power of the product, and the surgery was completed. On (B)(6) 2023, when the sales rep went to the hospital, the surgeon stated that the wound was opened up. The suture was not broken, but subcutaneous had a dehiscence. Therefore, the surgeon taped it up and took care of it. The reason why the event occurred is unclear, as it is not a place of tremendous tension. The surgeon opined that there were two possibilities. One is the needle may have been placed in the subcutaneous fat layer, and the suture may not have been applied to the tissue properly. The other is there were not enough backstitches on the needle-suture. Although one backstitch was made, perhaps more than two backstitches should have been made. The surgeon opined that there was no causal relationship between the product and event. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: sxpp1b113 was not used in this case. This product was used in former cases in his surgery, and this time bidirectional suture was used for trial.